Manufacturer narrative:
The lot number for the device was provided. The device history records are currently under review. The device is pending return. The investigation is currently underway. (Expiry date: 08/2021).

Event description:
It was reported that the electrode of the venous catheter appeared allegedly damaged under fluoroscopy, and was unable to get deflection against the arterial backstop. There was no reported patient injury.

Event description:
It was reported that the electrode of the venous catheter appeared allegedly damaged under fluoroscopy, and was unable to get deflection against the arterial backstop. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: a sample evaluation could not be performed as the sample was not returned therefore the investigation is inconclusive for the alleged damage electrode issue. However, the root cause could not be determined based upon available information. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H10: d4(expiry date: 08/2021), g4, b6 h11: d10, g1, h6 (method, results and conclusion) h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.